Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin was squirting out during the manual prime process and received forced sensor system alarm. The customer's blood glucose level was unknown. The customer reported that insulin continued to drip after motor stopped during the manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer stated they were stuck in rewind complete process. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test. No rewind anomaly noted.